Manufacturer narrative:
A company cartridge and company handpiece were indicated. Without the specific model of cartridge and handpiece, it cannot be determined if this is a qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explanted intraocular lens with a patient reason for explant of, anisometropia, intolerable halos around lights. The lens was exchanged for a two diopter difference of power with a different lens model. Additional information requested.